Event description:
During a follow-up in-clinic, increase capture threshold and oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement was confirmed. The rv was explanted and replaced to resolve event. The patient was stable.

Event description:
Additional information was received that inadequate capture threshold led to loss of capture threshold and far field p-wave oversensing were observed on the right ventricular (rv) lead.